Event description:
The patient's family member called to report that patient's pump screen was dead. Family member has changed batteries 4-5 times in the past month. Patient woke up this morning with the pump dead and elevated blood glucose level. Family member had changed batteries the previous night. The patient has taken an injection and has been checked for ketones.